Manufacturer narrative:
Product complaint # (B)(4). Additional information: h6 component code: g07002 - device not returned. D4/g4: device is not distributed in the united states but is similar to device marketed in the USA. Therefore, (01)gtin is not available. Additional information provided: was surgery delayed due to the reported event? --> no. Was procedure successfully completed? --> yes. Were fragments generated? --> no. If yes, were they removed easily without additional intervention? --> unknown. Patient status/ outcome / consequences --> no. Was other medical intervention (e.g. X-rays, additional procedures, prescriptions, otc, revision) required: --> unknown. Is the patient part of a clinical study --> unknown. Additional information has been requested however not received. Attempts to obtain the device have been made. If further details are received at a later date a supplemental medwatch will be sent. Are there any photos of the foreign matter available? ¿ is it possible that the foreign material fell into packaging upon opening of device? ¿ was the product seal on the foil still intact when the package was opened? ¿ please provide the source or name and title of external person providing answers to follow-up (external person submitting answers to sales rep or loc/bq) ¿ please perform and document the follow up attempt for product return. A manufacturing record evaluation was performed for the finished device lot number, and no related non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported, a patient underwent an unknown procedure on an unknown date in 2025 and topical skin adhesive was used. Surgeon spotted that there is a stain at the tip of the adhesive. There was no patient consequence. Additional information has been requested.